Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose level. The customer's blood glucose value was 400 mg/dl at the time. His other blood glucose level was 289 mg/dl. The customer reported that he received calibration not accepted alert and twice the sensor updating alert for his sensor. The customer was assisted with troubleshooting for the sensor alerts. The customer treated himself with insulin bolus for his high blood glucose. The insulin pump will not be returned for analysis.